Manufacturer narrative:
Correction b5: it was reported that fourteen dlp pediatric one-piece arterial cannulae were found to have dust inside the pouches and eleven cannulae had loose caps prior to use. The devices were replaced. Correction d3 (MFR name), d3.1 (street 1), d3.3 (MFR city), d3.4 (MFR region), d3.6 (postal code), d4.2 (expiration date) and h4 (device mfg date): these fields have been updated. Device evaluation summary: visual inspection was performed at 18 inches with an unaided eye per the specification. Visual inspection of the unopened device showed the luer cap was loose. The reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that dlp pediatric one-piece arterial cannula had a loose cap prior to use. The device was replaced. There was no patient involved.